Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model m51, serial number/date (B)(4) is approximately 7 months old. The user manual part number 1125085 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer alleges that batteries failed load test, will not hold charge. The connection of the harnesses to the batteries was allegedly not tight, which caused the batteries to lose power. Tech al, will allegedly replace harnesses as the may be compromised due to the alleged loose connections. Dealer states that the potential for injury is very real due to the batteries allegedly not holding a charge and could stop the chair at any time, thus leaving the user stranded, injured or unable to reach their medication. No injury is alleged.